Manufacturer narrative:
Expiration - unknown as lot is unknown. (B)(4) additional repair is not specifically labeled in the IFU. Component occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. The failure mode assigned to this case is kinked. This failure mode was determined based on the provided event description. A definitive root cause can not be reported or determined at this time. We will continue to monitor for similar complaints. No additional actions required at this time. The risk is insufficient per quality engineering risk analysis (qera), the rpns remain at an acceptable level as a result of this complaint.

Event description:
An (B)(6) female patient had a zenith flex aaa endovascular graft bifurcated main body and two zenith flex aaa endovascular graft iliac legs placed (B)(6) 2010. The case was completed without reported incident. The patient came into the office and the representative believes presented with symptoms of ischemia in her left leg. The ischemia was due to a kink in the left limb. The physician took her to surgery on (B)(6), 2010 and performed a fem-fem bypass. The patient had a second procedure 3 months following placement. No harm to patient reported. No additional patient information was provided by the reporter.